Manufacturer narrative:
Nova eye has completed the root cause investigation into the cause of recent reports of itrack advance catheter breakages and identified and implemented the required corrective actions. Nova eye will continue to monitor all product feedback to confirm the effectiveness of the actions taken.

Event description:
During retracting of the catheter during viscodilation, a section of the outer sheath of the itrack advance catheter broke and remained inside schlemm's canal. This was removed by the surgeon.